Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open low anterior resection, the staples were poorly formed. It was reported that the staples did not bend at all. The retaining pin seated properly upon squeezing the handle.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). Two unformed staples were received. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.